Event description:
Customer informed that she had acquired (B)(6) after having sexual contact with her partner. She believes that she had acquired this virus in (B)(6) 2009, after one of our condoms broke during intercourse. Customer developed genital warts and sought medical attention. She stated that she may have to go through surgery to have those warts removed. On (B)(6), 2009 this customer's partner sent us a complaint stating that a condom breakage had occurred during intercourse. Samples of condoms were forwarded to the proper factory and investigation was done on (B)(6) 2009. Returned and retained samples were tested and results were within specs.

Manufacturer narrative:
.